Event description:
The customer reported that the system would display a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack and external interface pcb were replaced. The battery charger board was calibrated. The system was tested and found to be working as intended and put back into service.